Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The physician screwed in helix at multiple sites within right atrium several times. Upon his fourth attempt to extend helix, it did not appear to come out on fluoroscopy. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.